Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. During investigation, it was found that the dso seal was detached. This was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
Battery compartment spring buildup.